Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, a device history record review could not be performed as the meter serial number was unavailable.

Event description:
On (B)(6) 2023, a patient contacted lifescan (lfs) us alleging that their ot verio flex meter would not turn on. The complaint was classified based on the customer care agent (cca) documentation. The patient stated that on (B)(6) 2023, their device would not power on either by using the button or inserting a test strip. The patient was experiencing symptoms of ¿sweating¿ and was ¿tired¿ however they did not provide further information regarding any action that they took in response to this issue or symptoms. Attempts were made to contact the customer to gather further information regarding this complaint however these were unsuccessful. The customer stated that they treat their condition with insulin (type and dosage not specified). It is not known if they had to seek medical treatment in response to the power issue. During troubleshooting, the cca established that this was not the first time the device was being used and that the batteries did not need to be replaced. A replacement device was sent to the patient. Although there are few details for this alleged incident, this complaint is being reported because the patient allegedly developed signs/symptoms suggestive of a serious injury adverse event and the subject device cannot be ruled out as a cause or contributory factor.